Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with button error alarm on their insulin pump. The customer states they tried to enter their blood glucose level, but the numbers continued to scroll on their own, and eventually just stopped working. The customer's blood glucose level at the time of incident was 423mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.